Event description:
During repair of a 2nd degree perineal laceration, the suture pulled off the needle while repairing the top portion of the 2nd degree. After assessing the patient's vagina, the needle was found at the apex (slightly deep) of the 2nd degree.